Event description:
Information was received from a healthcare provider, via a manufacturing representative, reported the patient had incomplete emptying and had to catheterize herself 4-6 times a day since (B)(6) 2016. The patient noticed they began leaking constantly 3 months prior. The implantable neurostimulator was interrogated at the medical office and it was ultimately replaced on (B)(6) 2016. The patient was alive without injury. Medical history included paraplegia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.